Manufacturer narrative:
During a follow-up, customer loaded a cartridge with water and reported another inaccurate fill estimate. Customer will use the current pump as backup therapy until replacement pump is received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customer wanted to try loading a new cartridge with water to troubleshoot with tandem technical support, but prefers to do it when they are due for a cartridge change instead. There was no reported impact to the customer's blood glucose level.